Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional right heart catheterization procedure. Reportedly, after successful suture harvest, the footplate lever closed, yet the device was stuck in the anatomy. The vessel was incised and the proglide device removed. It was noticed the footplate was still open. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.